Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator stopped transmitting remotely via merlin.net to the device clinic. The patient presented in clinic on (B)(6) 2019. The device was unable to be interrogated. Multiple programmers were used to try to interrogate the device unsuccessfully. The physician alleged there was premature battery depletion. The device was explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. Due to the low battery voltage of 0.491v, the cause of no wireless communication was determined to be premature depletion. The cause of premature depletion is consistent with li cluster formation. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.